Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: this week one of the patients reported he thought his pump was leaking. When he arrived at the clinic for disconnect of his pump, the fanny pack he had the pump in looked as if it had been wet and dried with a residue. Therapy likely incomplete due to leaking of chemo during infusion. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, it was observed that the photo shows a yellow plastic bag with a blue paper and black bag. However, a sample is not seen within the photo; therefore, definitive leakage of a sample is not visible in the photo. A defect could not be confirmed based on the photo received. The actual defective device is a valuable tool in investigating the cause of this incident. Although the reported defect was unable to be confirmed, an approved project is in place to further address issues with filter leakage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.